Manufacturer narrative:
The device was returned to olympus and the device was evaluated and the evaluation found that due to a worn lock engagement lever the up/down knob was unable to lock securely, a damaged ultrasonic cable caused the number of missing element to exceed the standard value, the acoustic lens was chipped and the peeling caused the displayed ultrasound image to be defective. The adhesive on the bending section cover/distal sheath was cracked, the suction cylinder was discolored, the scope connector was deformed, the connecting tube was snaked. Due to wear of the angle wire the play up/down and right/left knobs were out of standard value, bending the angle in the right/left direction did not meet the standard value, and the acoustic lens was peeled and chipped. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrovideoscope exhibited an adhesive gap on the distal end whereby stain entered the lens. Another gap was observed between the acoustic lens and the ultrasound probe. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the damage to the acoustic lens was confirmed. The cause of the damaged acoustic lens was not established. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿¿ do not touch the electrical contacts inside the videoscope cable connector. Ccd damage may result. ¿ do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. ¿ do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal. ¿ do not twist or bend the bending section with your hands. Equipment damage may result. ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks.¿ olympus will continue to monitor field performance for this device.